Event description:
It was reported they were preparing to perform a breast biopsy and the control module gave an l4-005 error. The customer cycled the power, tried initializing the probe and received the error continually after 2 trys. The doctor decided to abort the case and reschedule the patient for a later date. No consequence occurred.

Manufacturer narrative:
Date sent: 7/13/2007 evaluation summary; based upon the inquiry information received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.